Manufacturer narrative:
Concomitant products: product ID addrl1, serial# (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and rising to high impedances. The lead was capped and replaced. No patient complications have been reported as a result of this event.